Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings; our review of production records for superflex aspheric 920h iol batch 052e37387 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol confirmed that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch (B)(4).

Event description:
Rayner intraocular lenses limited received notification via its (B)(4) distributor of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The distributor reports that they received notification of the development of opacification in the od and os eyes of a patient in the post-operative period. For further information please refer to rayner intraocular lenses limited's MDR 9611165-2014-0047. Information on the report of opacification in the od eye can be found in MDR 3003563511-2014-0046 and rayner intraocular lenses limited's MDR 9611165-2014-00046.